Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after undergoing an MRI. The patient complained of slight shortness of breath and fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed and the device was successfully restored. After restoring the device, it was noted the patient notifier was not audible during a demonstration attempt. The patient would be monitored with routine follow up.